Event description:
It has been reported to philips that exposure was not possible and the message "cannot expose, restart application" was prompted. The system was in clinical use when the issue was identified. No harm has been reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. According to the information collected the system is used for research on animals, no human patient was involved. The ongoing procedure was completed with a 20-minute delay and no harm has been reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse checked the e-cabinet and found the generator had not started when the system booted up. The fse manually started the generator. After it booted, the system returned to good working order. There has been no reoccurrence. Corrected data: the codes were updated based on the investigation outcome.